Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmissions. It was noted that the right atrial lead exhibited noise oversensing. The noise was reproducible in clinic with isometrics. The lead was capped and replaced on (B)(6) 2018. The patient was not symptomatic and was stable before, during and post procedure.